Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the voltages at j7 for the charger and batteries were checked and are normal. The voltage at j14 on the power switching board and the image acquisition system (ias) application was verified with the same values. They were both 106.6. The manufacturer representative reinstalled the firmware for x-ray and power logic on the system board. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding the imaging system. It was reported that during an outside procedure while addressing the case the image acquisition system (ias) intermittently shut off. There was no patient present.